Event description:
Patient reported to have undergone total knee and femur arthroplasty on (B)(6) 2011 and the onset of subsequent pain and swelling. Patient further reported that fluoroscopic images revealed fracture of the anchor plug and that a revision procedure was performed on (B)(6) 2011 to remove and replace all components. A review of invoice history confirmed surgery dates reported.

Manufacturer narrative:
Examination of returned device was inconclusive.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00560 & 2014-03168).

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6), 2008 with an orthopedic salvage system. Subsequently, patient was revised on (B)(6), 2011 due to an unknown reason. Patient further reported that fluoroscopic images revealed fracture of the anchor plug and that a revision procedure was performed on (B)(6), 2011 to remove and replace all components. Patient underwent another revision procedure on (B)(6), 2014 due to a loosened tibial baseplate. All components were removed and replaced.